Event description:
Customer reported that the pump battery would not charge, but there was no adverse impact on the customer¿s blood glucose level. The customer tried several solutions, including different wall outlets, adapters, and cables, but none resolved the charging issue. The customer reverted to an alternate method of insulin therapy.